Event description:
During a therapeutic "epbd procedure" under sedation, the maj-2315- distal cover was attached to the tjf-q290v endoscope, it detached and fell into the duodenum near the papilla. Retrieval was performed using fg-21k-1 grasping forceps, and upon recovery, the maj-2315 was found to have a crack at the location corresponding to the distal end of the bending section when mounted on the tjf-q290v. The customer also noted that the device broke further during the retrieval process. The procedure was successfully completed after replacing the damaged maj-2315 with a new one with a delay of 30 minutes or less. No patient injury or adverse effects were reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The complaint is related to the linked patient identifier- (B)(6).

Manufacturer narrative:
This report is being supplemented to correct d4: unique identifier (UDI) number. Since the lot number is unknown at this time, the UDI is either (B)(4) or (B)(4) depending on the lot number used.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated field: d8, d9, g1, h2, h3, h6, h7, h9 and h11. The device was returned to olympus and the reported failure was not confirmed. On visual inspection, it was identified that the top and bottom of the distal cover were found to be undeformed. A root cause could not be identified. Based on the results of the investigation, the probable cause of the failure was likely due to the distal cover was not properly attached to the endoscope. If the distal cover is properly attached to the endoscope, it will deform. In addition, the following reportable malfunction was identified during the device evaluation: a crack on the bottom of the distal cover. The definitive cause could not be determined however, it is likely the connection between this product and the endoscope became unstable, and the distal cover cracked due to increased stress while it is in use. Chemical stress caused by chemicals adhering to this product caused the crack. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.